Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the cause of the ins not reaching fully charged was that they had not charged for 3 weeks while traveling- it took longer than normal to charge because of this. They continued to charge until it was fully charged and this resolved the issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient can't get their ins to fully charge. Patient stated it normally takes 45 minutes to charge up the ins. Patient stated this past week they tried charging an hour the day before yesterday and then another hour again the next day. Patient stated its been doing this for 3 days in a row and still can't fully get his ins charged up completely. Patient stated he always makes sure to watch the coupling level close and gets all 8 boxes. Patient stated currently his ins battery is blinking at the 75% level. The patient also stated it's possible his ins was lower than it normally is when he noticed this issue happening. No further complications were reported. No patient symptoms were reported.